Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the device has 1st gen display, would need to upgrade to 2nd gen. The rse provided the customer parts ID and pricing to upgrade device from 1st gen to 2nd gen. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the device has 1st gen display, would need to upgrade to 2nd gen. The rse provided the customer parts ID and pricing to upgrade device from 1st gen to 2nd gen. The customer upgrade to 2nd gen display to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time